Event description:
The customer reported that two patients may have developed a urinary tract infection (uti) from the device and requested a copy of the reprocessing instructions for the subject device to ensure that they are reprocessing the scopes correctly. No further information provided. The user facility did not provide a specific serial number for the device in question; therefore, it is unknown whether the subject device has been returned to olympus for service or not. Olympus contacted the user facility multiple times to obtain additional information regarding the reported event but to no avail. As part of our investigation into this report, olympus offered an on-site visit by an olympus endoscopy support specialist (ess) but the user facility declined the offer. No conclusion can be drawn at this time due to insufficient information provided by the user facility. This report will be supplemented when new information becomes available. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting. 2 of 2 reports, this is related to patient identifier# (B)(6).